Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 204 mg/dl at the time of the incident. Customer stated that the pump was on the belt clip when the button error occurred. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.